Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -leaking or defective distal autozero valve (technical event:(B)(4)). Flow sensor calib failed. Leak test failed. Binary valve test failed. No patient involvement.